Event description:
Weck sales rep was contacted by the cardiovascular surgeon. The surgeon indicated that clip(s) fell off from CABG pt and the pt had to be reopened to stop bleeding. When the pt was reopened, the surgeon found that clip(s) was not on the ligated vessel and was not found. No further complication was reported on the pt.